Event description:
An article published titled "bilensectomy: safety and visual outcomes in angle-supported; iris-fixated; and posterior chamber phakic intraocular lenses"; noted that 86 eyes underwent bilensectomy surgery. The purpose of the study was to report visual and refractive outcomes in intraoperative and postoperative complications and main causes of bilensectomy in different types of phakic intraocular lenses. The article concludes bilensectomy outcomes in general are good.

Manufacturer narrative:
Health effect clinical code: 4581 - bilensectomy claim#: (B)(4).